Event description:
It was reported that the patient experienced shortness of breath after attempting to climb the stairs. The pulse generator exhibited inappropriate rate response.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.